Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were getting speaking malfunction error. At the time of the is report, it was unknown if speaker was able to produce sound. There was no adverse event or patient harm reported.